Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while attempting to advance the neuron max over the dilator, the physician experienced resistance and was unable to advance the neuron max into the femoral artery. It was also reported that the physician tried to use a stiffer wire but the soft tip of the neuron max got wedged causing it not to advance. Therefore, the neuron max was removed and the procedure was completed using non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 1. Report source.